Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 09/15/2025. The occurrence was originally reported to amt on 08/27/2025 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that the balloon had failed. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint (B)(4).

Event description:
Per the original reporter in medsun report #:(B)(4), it was reported that, "during shift report, day rn was told that the g tube was "loose" and commented on by pt's mother and nurse. Pt's skin surrounding the g tube is erythematous, edematous, and painful to the touch. At approx. 1300 bedside rn performed routine g [gastric] tube cares consisting of cleansing with ns and gauze, applying manuka honey, and reapplying tape-per wound order (no turning). Rn noted how loose the g tube was but safely performed cares. Afterwards, at approx 1315, rn attempted to obtain a girth, at which time the pt bore down in pain and rn witnessed the g tube button dislodge and immediately called the np [nurse practitioner] to bedside. Upon investigating, it was noted that the g tube balloon had a pinhole leak in it and was deflated, verified by the observation of a leak when instilling new water into the balloon".